Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected due to fluid loss. It was noted there was a break in the tubing of left the cylinder where the tubing molds to the pump. The ipp was explanted and replaced. There were no patient complications reported.